Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displaying error message "tcm ID:05" (coolant diff failure) message was confirmed during initial functional test and event log review. The thermogard ivtm system was evaluated at customer site by a zoll service representative. The investigation findings revealed that the root cause of the reported error message was due to a damaged lm34 temperature sensor. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, multiple tcm ID:05 error messages were observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing on the themogard system failed due to error message "tcm ID:05" on the display. To remedy "tcm ID:05", the lm34 temperature sensor assembly rj45 was replaced. After part replacement, the system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During console check, customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed error message "tcm ID:05" (coolant diff failure) upon power-on-self-test. No patient involvement.